Event description:
"An attempt to attach the transfer device to the patient catheter line would not lock into position and would spin around. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
A sample has been requested for evaluation.